Event description:
Medtronic received information that this transcatheter bioprosthetic valve was deployed in a low position below the annulus. The physician decided to pull the valve to the descending aorta and released it there. A second valve was implanted in a higher targeted location, but resulted in aortic insufficiency and low blood pressure; a third valve was successfully implanted valve-in-valve within the second valve. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the reported clinical observation does not indicate a potential manufacturing issue. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique. A root cause of the low implant depth could not be determined from the available information.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A separate report has been filed on the second valve. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.